Event description:
Philips received a complaint on mr patient care portal 5000 device indicating that the device was having an intermittent audio. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips technical consultant (tc) went to the customer site. A functional analysis was performed and it was identified that a software update was needed. Based on the information available and the testing conducted, the cause of the reported problem was software issue. The reported problem was confirmed. The tc carried out a software update to version 1.04.00, which resolved the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.